Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were having trouble hearing the pump beep. The customer states their blood glucose level was between 50mg/dl and 60mg/dl. The customer treated the lows with glucose tablets. Troubleshoot was conducted and the device passed testing. The customer was advised to monitor the device. The customer declined to troubleshoot for the lows. The customer attributes levels to having been on steroids. The customer would be speaking with their healthcare provider.